Manufacturer narrative:
(B)(4). Reference manufacturer report # 2647580-2016-00385 for premium surgiclip* m-9.75 titanium device used in the same case.

Event description:
According to the reporter: additional information received from the account stated that an additional clip was placed to seal the vessel to correct the issue. There were no issues with squeezing the handle when applying the clips. All of the clips were able to load properly into the jaws and some clips were able to be fired correctly. The slipping clips did not look malformed. The slipping clips were removed from the vessel and replaced with a new clip.

Manufacturer narrative:
(B)(4). Additional information has been requested but not yet received. A supplemental will be submitted upon receipt of any new information.

Event description:
According to the reporter: during a laryngectomy flap procedure, the surgeon had placed the clips over the vessel and closed. But once the full squeeze and release had been applied and the device removed from where he was clipping, the clips were just sliding off. This was causing the vessel to tear.